Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange the patient passed out. The caregiver was recommended to change back to their primary system controller and no alarms were noted. The patient was then admitted to the emergency department. At the hospital the patient was noted to be currently stable and talking, and the "green circle of life" was present. It was recommended that the hospital perform a system controller self-test and reseat the ebb on the patients primary system controller. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patients backup system controller with a new backup system controller. The hospital reported that the primary system controllers self-test was clear, and the ebb was reseated with no alarms noted. Additionally log files from the patients primary system controller captured 2 driveline disconnections on (B)(6) 2025 at 11:30:57 and 11:43:09.

Manufacturer narrative:
Manufacturer's investigation conclusion: the backup system controller, serial number (B)(6), was evaluated due to the reported event of the patient passing out during a system controller exchange, followed by the caregiver switching the patient back to the primary controller, serial number (B)(6). The provided log files captured the patient¿s primary system controller being exchanged, followed by the patient¿s driveline being connected to the backup system controller for several seconds. The pump ramped up to intended speeds and operated as intended while the driveline was connected to the backup system controller; then, the backup system controller was observed to have been exchanged back to the primary system controller several seconds after being put into use. The backup system controller functioned as intended throughout the data. The backup system controller was not returned for analysis. Available information for this event indicates that the patient remains stable on the primary controller (B)(6). Questions regarding further information for this event were asked multiple times and no responses were received. The root cause of the reported event was not correlated to an issue with the backup system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange, the patient passed out. The patient and caregiver reported that they did not believe the backup system controller alarmed appropriately. The caregiver was recommended to change back to their primary system controller and no alarms were noted. It was noted that the patient experienced no symptoms other than fainting due to the system controller exchange. Further log file review indicated that the backup system controller (B)(6) functioned as intended while connected to the driveline and was able to successfully ramp the pump to the set speed as intended. The patient was then admitted to the emergency department. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patient's backup system controller with a new backup system controller. The patient's backup system controller was removed from use, though the hospital noted that no issues or malfunctions were found with this system controller.

Manufacturer narrative:
Section a4: patient weight was estimated. Manufacturer's investigation conclusion: the reported event of the backup system controller not alarming properly was not confirmed. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. The system controller was able to alarm appropriately throughout all testing. The provided log files captured the patient¿s primary system controller being exchanged, followed by the patient¿s driveline being connected to the backup system controller for several seconds. The pump ramped up to intended speeds and operated as intended while the driveline was connected to the backup system controller; then, the backup system controller was observed to have been exchanged back to the primary system controller several seconds after being put into use. The backup controller functioned as intended throughout the data. Available information for this event indicates that the patient remains stable on the primary controller (B)(6). The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.